Event description:
It was later reported there was no issue with the physician programmer. The patient had a massive fluid accumulation over the pump which prevented interrogation. As soon as the fluid was drained, the pump was able to be interrogated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported the healthcare provider (hcp) was not able to do telemetry or communicate with the patient¿s pump at the last refill in april. The patient was at the hospital on the day of report for a revision/exploratory surgery to determine the cause. The patient had been really sick, bed ridden and had been "squirming" in bed due to being so uncomfortable. The patient¿s pump pocket site was swollen and there was a lot of fluid accumulation at the pump site. The reporter indicated that it was possible the pump could be flipped. There was no alarm associated with them not being able to communicate with the pump and 8840. It was later reported that same day that the patient had a massive fluid sac surrounding the pump, and the hcp drained 900ml's of cerebrospinal fluid (csf). The pump was also found to be flipped multiple times and the catheter was all twisted up. The hcp replaced the pump segment of the catheter and determined the existing pump was still functioning. The pump was used to deliver morphine and bupivacaine. It was later reported that the pump was not replaced, as they only replaced the proximal portion of the catheter. The patient had admitted to flipping the pump themselves. Additional information has been requested, but was not available as of the date of this report.